Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. (B)(4) a bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient went to the emergency room (ER) due to abdominal pain. The patient was admitted to the hospital. On (B)(6) 2021, a cat scan was performed, and the internal bumper was found displaced in the gastric cavity. On (B)(6) 2021, the patient underwent endoscopy which found the internal bumper in the duodenal bulb and a bezoar at the tip of the j-tube. The peg-j tubing was replaced endoscopically on (B)(6) 2021. The date of hospital discharge was not provided.